Event description:
It was reported that the patient was having almost continuous pulsatility index (pi) events on (B)(6) 2024. The pump speed would barely get up to the set speed of 7000 rpm before dropping down to the low speed limit of 6000 rpm. The patient's set speed was decreased to 6500 rpm in clinic which lessened the pi events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow events and pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined. The submitted controller event log files collectively contained events from 19jan2024 through 22feb2024. The controller periodic log files collectively contained events from 13jan2024 through 22feb2024. Multiple low flow hazard alarms were captured on 17jan2024, and on 19jan2024 through 24jan2024. Intermittent pi events were captured on 22feb2024. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including infection, cardiac arrhythmia, and right heart failure. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). This section also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, this section explains, "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Additionally, this section lists infection and arrhythmia as potential late post implant complications. This section also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. Furthermore, this section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with low flows less than 2.5 lpm. The patient's lactate was at 10 mmol/l and there was a concern for sepsis. The pump speed was increased to 7000 rpm from 6800 rpm. The patient was in atrial fibrillation and subsequently cardioverted before returning to normal sinus rhythm. Echocardiogram was taken and showed a dilated right ventricle and severe dysfunction. The right ventricular failure was being discussed as a contributing factor to the low flows, and the use of nitric oxide and epinephrine were also discussed. There was also consideration that the pump speed may be set at such a high speed that the right ventricle was a concern and they would potentially turn it down. The patient was put on milrinone and levophed (norepinephrine) and their flows were 2.6 lpm after cardioversion and central venous pressure (cvp) was noted to be down. Flows were reported to be on a downward trend and log files were submitted on (B)(6) 2024, with a computed tomography angiography (cta) being planned. These log files captured persistent low flow events hovering around 2.4 to 2.8 lpm. At times these occurred long enough to trigger the audible alarm. Pulsatility index (pi) values settled into the 2 range and were non-variable. Additional log files were sent after the patient's flows had significantly improved since 1:00 pm on (B)(6) 2024. The patient had been steadily improving in every other clinical aspect since (B)(6) 2024 except for the flows, which began improving around midnight on (B)(6) 2024. It was noted that the patient's flows were artificially higher due to a low hematocrit number until 10:00 am on (B)(6) 2024 when hematocrit was adjusted. The flows were noted to be 1 l higher at that time than they had been the day before. This log file captured low flow events throughout, up until 9:41 pm on (B)(6) 2024. After that time flows recovered in the 3 lpm range.